Event description:
Event description guidant received information that this right ventricular lead was surgically abandoned and successfully replaced with another model secondary to an unspecified product performance issue.